Manufacturer narrative:
Customer was contacted three times after the initial conversation. She was eventually reached by phone months later but declined to troubleshoot the breast pump. Ameda, inc. Was unable to obtain the customer's mailing address, email address and the pump's serial number. To date, the pump has not been returned to ameda, inc., therefore no visual inspection or engineering investigation could be performed.

Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2013 to report that while using the purely yours breast pump, she noted smoke coming from the pump base near the ac adapter port. She states the pump's motor was making a weird noise at the same time. Customer denies any injury or property damage when smoke was emitted from the pump base.